Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: mlc-52 - user had incorrect code key. Test strip UDI #: (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with all of the results obtained. The customer's expected fasting blood glucose test result range is 122 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date is about one month ago. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user has high glucose value test strip UDI#: (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with all of the results obtained. The customer's expected fasting blood glucose test result range is 122 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date is about one month ago. The meter memory was reviewed for previous test result history: the 183mg/dl (B)(6) 2017 09:52 am fasting:yes, 203mg/dl (B)(6) 2017 10:34 pm fasting:yes, 161mg/dl (B)(6) 2017 09:43 am fasting:yes, 258mg/dl (B)(6) 2017 12:04 pm fasting:yes, 175mg/dl (B)(6) 2017 09:20 pm fasting:yes.